Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 813917. The hospital reported that the black coating on the vasoview hemopro 2 was "peeling" off. No patient injury, delay of case, other procedures necessary, materials needed to be retrieved from the patient, or patient adverse effects. A new device was opened and the case commenced.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 06/02/2023. An investigation was conducted on 06/06/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be slightly flexed away from the hot jaw at the center due to normal clinical use. The black sheath of the shaft closest to the base of the jaws was observed to be slightly peeled, but remained attached to the black sheath. A piece of the black sheath was sticking straight up. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000306436 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.